Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal device function resumed. No patient symptoms were reported.